Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation the skin irritation was described as raw, open, and weeping. The patient's doctor provided a gauze to apply to the skin irritation. The patient also reported using cortisone cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.